Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 24-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain with inflammations between s1 and l5 for more than 5 years") in a 39 year-old female patient who had essure inserted (lot no. B21580) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important). The patient was treated with opioids and antiinflammatory agents as well as physical therapy. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to back pain. The reporter commented: disabling back pain in everyday life for more than 5 years; taking anti-inflammatory drugs or opioids to try to reduce the pain but to no avail. Treatments performed: physiotherapy, osteotherapy, acupuncture, chiropodist with no beneficial effect. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain with inflammations between s1 and l5 for more than 5 years') in a 39-year-old female patient who had essure (batch no. B21580) inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant). The patient was treated with antiinflammatory agents, opioids and physical therapy. At the time of the report, the back pain had not resolved. The reporter provided no causality assessment for back pain with essure. The reporter commented: disabling back pain in everyday life for more than 5 years; taking anti-inflammatory drugs or opioids to try to reduce the pain but to no avail. Treatments performed: physiotherapy, osteotherapy, acupuncture, chiropodist with no beneficial effect. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kgs. Lot number: b21580, manufacture date: 2013-04 and expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-nov-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.